Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that discardit¿ ii syringe w/o needle leaked. This was discovered during use. The following information was provided by the initial reporter: the patient was used syringe for intravenous injection of the drug solution. During the use, the syringe was leakage and cannot be used. The treatment continued after the replacement of a new syringe.

Event description:
It was reported that discardit¿ ii syringe w/o needle leaked. This was discovered during use. The following information was provided by the initial reporter: the patient was used syringe for intravenous injection of the drug solution. During the use, the syringe was leakage and cannot be used. The treatment continued after the replacement of a new syringe.

Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 300296 lot 1901149 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The device history review showed no indication of the alleged defect.